Manufacturer narrative:
Evaluation of the returned pod6 revealed that the pull tube was not present on the proximal end of the pusher assembly, the pusher assembly had kinks and was fractured, and the embolization coil was detached from the pusher assembly. The observed damages were not mentioned in the reported complaint and were likely incidental. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician was unable to advance a pod coil out of the distal tip of its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using another pod coil and the same microcatheter. There was no report of an adverse effect to the patient.